Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: double feed. The analysis results found that the el5ml device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and two incidents of double feed occurred; this condition led to two malformed clips and three clips with gap. In addition, the orange indicator wheel was found to be undertraveled. No conclusion could be reached as to what may have caused the failure of the orange indicator wheel and the feeding issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the first device fired the initial clip correctly, however, subsequent clips would not close completely. Case completed with another device of the same product code. No additional information is available. There were no patient consequences reported.